Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient could not feel stimulation on their left side. The patient did not think of any environmental factors that would have caused no stimulation on their left side. An impedance check was done and all electrodes on lead 8-15 were out of range. The patient was planning on doing a revision towards the end of summer, but has not yet been scheduled. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a healthcare professional (hcp) on 2017-aug-29. The rep stated that the patient¿s stimulation stopped working because the impedances were out of range (oor). The cause remains unknown. The leads were replaced which resolved the issue. The patient was noted to be alive with no injury. The leads would be returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type; lead. Analysis results for the leads were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The leads (B)(4) found that both leads had broken conductors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that no cause had been determined for the loss of stimulation and no date had been set yet for the revision. No further complications were reported.